Event description:
Additional information received reported the patient had their implantable neurostimulator (ins) replaced. Following the replacement the patient was very happy with good stimulation coverage and effective therapy.

Event description:
It was reported that a patient reported a communication problem. It was stated that an implantable neurostimulator (ins) overdischarge was suspected. It was stated that the patient just recharged, but now the stimulation wouldn¿t turn on. It was reported that the patient saw a reposition antenna screen. It was stated that the patient last charged the ins last month and last felt stimulation about a week or 2 ago. It was reported that the patient got the poor communication screen on her mystim controller. Additional information received reported that the patient had been feeling better and chose to not use the system for several months. It was stated that when the pain returned, she was not able to get the battery running. It was stated that the patient has spoken with the healthcare professional (hcp) and decided to replace the battery. It was reported that the replacement was scheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).